Manufacturer narrative:
Investigation summary: since no samples displaying the condition reported are available for examination, we were unable to fully investigate this incident. No root cause can be determined as no samples were received.  The lot number is unknown, therefore device history record review (DHR) or quality notification review (qn) could not be performed.

Event description:
It was reported the bd intima-ii¿ closed IV catheter system was broken. The following was received by the initial reporter: the patient was hospitalized for "right femoral intertrochanteric fracture". At 9:30 on , (B)(6) 2023, when the indwelling needle was punctured for the patient, it was found that there was resistance and no blood returned. The nurse immediately checked the indwelling needle catheter and found that it was broken. After that, the indwelling needle puncture was changed again for the patient, which caused secondary puncture to the patient and increased the pain.

Manufacturer narrative:
E.1. Initial reporter phone #: (B)(6). Unknown manufacturer: there are multiple bd locations where this unspecified bd device may have been manufactured. A catalog and lot number could not be confirmed for this incident and without this information we are unable to determine where the device was manufactured. Therefore, bd corporate headquarters in franklin lakes, nj has been listed in sections d.3. And g.1. And the franklin lakes FDA registration number has been used for the manufacture report number. D.4. Medical device expiration date: unknown. H.4. Device manufacture date: unknown. H3. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported the bd intima-ii¿ closed IV catheter system was broken. The following was received by the inital reporter: the patient was hospitalized for "right femoral intertrochanteric fracture". At 9:30 on (B)(6) 2023, when the indwelling needle was punctured for the patient, it was found that there was resistance and no blood returned. The nurse immediately checked the indwelling needle catheter and found that it was broken. After that, the indwelling needle puncture was changed again for the patient, which caused secondary puncture to the patient and increased the pain.